Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (apr 2019 through mar 2021 ) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. Upon arrival to the site, the stm connected patient simulator and performed the zeroing of the pressure transducer without any issues. The stm zeroed the transducer numerous times on stm's patient simulator without issue and was unable to reproduce the reported fault. Unit passed all calibration, functional and safety tests, all passed per manufacture specifications. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was unable to 'zero" the transducer. When pressing the zero key, the key will highlight, but never begin the zero process. The customer brought another cardiosave pump and this unit did zero. After switching pumps, the first unit was sent to their biomed department. There was no patient harm/ injury or adverse event reported.